Manufacturer narrative:
The image received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available image provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate with the image provided. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image available for evaluation. ¿ no name, date, time stamp, or demographics on the image. ¿ poor quality radiographic image. ¿ there appears to be contrast outside the implanted devices. It may be an endoleak or contrast in a false lumen. Cannot confirm either with one still image. ¿ cannot confirm dissection with this image. ¿ cannot take vessel diameters with one still jpeg image. ¿ cannot confirm lack of distal device apposition with the projection provided. ¿ image provided does not allow for evaluation in relationship to this complaint. Emdr section h6, codes b15 added to reflect the investigation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion), reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of a type b aortic dissection using conformable gore® tag® thoracic endoprosthesis. The distal end of the stent graft was located at middle of the curvature of the vessel. On unknown date, but about 2 year ago, a distal stent graft-induced new entry (dsine) was observed. The physician decided to monitor it. On unknown date, an enlargement of the vessel diameter was observed. The size and details were unknown. On (B)(6) 2024, a reintervention was performed. A bare stent and stent graft were implanted to extend distally with petticoat-snow shoe technique. No sealing was observed. Additional stent graft was implanted and ballooning was performed. However, sealing could no be obtained and flow into the false lumen remained. The physician decided to monitor it. The patient tolerated the procedure. The physician stated that the cause of the dsine would be that the distal edge of the stent graft was not in a straight area of the descending aorta.